Event description:
Knee swelled (three times it's normal size) [joint swelling]. Drew off fluid from the knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician via a sales rep regarding a male pt (age not provided), initials unk, with osteoarthritis (along with knee pain). The pt's medical history was not provided. On an unspecified date, the pt received his first synvisc (hylan g-f 20) injection,a t a dose of 02 ml, in one knee (unspecified); route of administration not provided. The lot number of synvisc was not provided. The same night, the pt's "knee swelled to three times to its normal size". The next day, arthrocentesis was performed by the physician in which 60 cc of "fluid was drawn from the knee" (knee effusion) and the culture test for aspirated fluid was negative. The pt received treatment with cortisone injection for both the events. Within one to two days, the event of "knee swelled to three times to its normal size" resolved. The treatment with synvisc was temporarily discontinued. The outcome for the event of "drew off fluid from the knee" was not provided. Relevant concomitant medications reported include euflexxa (in other knee). The intensity for both the events was not provided. The relationship between synvisc and both the events was not provided by the reporting physician.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.